Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure.according to the complainant, during the procedure, there was a vaginal perforation at the sulcus.the patient was catheterized for between 3 - 12 hours. At the time of discharge, post-op, the patient had reported a pain level of 40/100 per a visual analog scale as well as having tested positive for a urinary tract infection prior to discharge from the procedure visit. The procedure was successfully completed. During a follow-up visit on (B) (6)2008, it was documented that the pe was abnormal, noting - "tape felt a bit superficial in let vaginal sulcus no erosion yet." No reports of pain or urinary tract infection were documented.during a follow-up visit on (B) (6)2009, the patient was documented as having a normal pe. No report of urinary tract infection was documented.

Manufacturer narrative:
(B) (4)(B) (6)